Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's stimulation no longer provided any pain relief and could not feel the stimulation any more. The rep stated that the battery was interrogated only to find that all lead contacts with greater than 10,00 ohms. In the operating room when the lead was removed from the battery and checked with the multi-lead trialing cable it too showed greater than 10,000 ohms. A new lead was tested and it showed normal impedances and was inserted into the battery and normal range remained. The issue was resolved through replacement of the lead. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impedances was not known. The device was at the hospital, their protocol was to send it to in-house pathology before being released. The information was confirmed with the hcp. No further complications were reported/anticipated.